Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient is having problems with their implantable neurostimulator (ins) and needs a revision. The patient reported having broken leads and want to extend the use for their ins as much as possible. They are seeking a pain management office before they can set up an appointment with a manufacturer representative to accommodate for their lifestyle. The patient is dissatisfied with the therapy and is considering changing manufacturing companies to find a decent pain management office. A manufacture representative reported that the patient needed a revision and that they needed to replace the battery.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.